Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was receive that the patient's leads and splitters had a lot of impedances causing inadequate stimulation. The patient underwent a revision procedure wherein the leads and splitters were replaced. The physician suspected lead fracture. The patient was doing well postoperatively.

Manufacturer narrative:
A sc-2316-50, sn (B)(4): device evaluation indicated that the lead body was fractured or kinked at the proximal end just before the retention sleeve and cables are exposed. Additionally, visual inspection of the lead proximal end revealed that contact# 8 was crushed by the setscrew. X-ray inspection confirmed broken cables in the proximal end of the lead. The broken cable resulted in the reported complaint of high impedance. A sc-2316-50, sn (B)(4): device evaluation indicated that the complaint of high lead impedance was confirmed. Visual inspection found that the lead proximal end was fractured between contacts # 14 and 15. X-ray inspection of the lead revealed that five cables were completely broken at the bent/kinked location of the lead. No cables were exposed. The broken cable resulted in the reported complaint of high impedance. A sc-3400-30, sn (B)(4): device evaluation indicated that the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics.

Event description:
A report was receive that the patient's leads and splitters had a lot of impedances causing inadequate stimulation. The patient underwent a revision procedure wherein the leads and splitters were replaced. The physician suspected lead fracture. The patient was doing well postoperatively.